Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer diagnosed network issues, and the station was not receiving updates for patients. Subsequently, the remote connection was lost. The fse checked another station that was offline in the remote support service but was able to communicate with the synchronization server to log in and verify whether the synchronization status was good or bad. The station remained disconnected, and assistance was provided to information technology regarding the issue, and confirmed the station was online. The system functioned as intended after the field service engineer repaired the device.